Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stopped working and screen was black. The customer's blood glucose level was 100 mg/dl, 246 mg/dl. It also stated that the insulin pump was beeping and was cracked on the side where the battery goes, a piece cracked off of the top. The customer declined troubleshooting for high blood glucose. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank or black display noted. Pump received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.